Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of over 600 mg/dl. The customer was mentioned buttons were sticky and insulin was squirting. Troubleshooting was declined for all the issue. Customer was assisted with displacement test and insulin pump was died. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump received with no button response due to flattened (escape, act, up and down) button dome switch (no crease) and partial unlocked j2/lcd keypad connector noted during visual inspect. Unable to verify compromised force sensor system alarm, low battery alarm, insulin squirting and perform all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime/a33 test, rewind test and excessive no delivery test due to no button response.